Event description:
Patient advised she dropped her pump in the middle of the night ((B)(6) 2026 into (B)(6) 2026) and it won't stop alarming and unable to see which alerts on the screen. Patient states the pump is not with her and she cannot access it at this time, but that it is completely unusable. She removed the batteries during the night and moved it to another room and it continued to alert all night, but unable to confirm any of the alert messages. The reporter did not provide the serial number. However, per our records there is a reasonable possibility the serial number in question may be the following: (B)(6) or (B)(6). Did the reported product fault occur while in use with the patient? Yes. Did the product issue cause or contribute to patient or clinical injury? No. Is the actual product available for investigation? Yes, upon patient return. Did we replace product? Yes. Did the patient have a backup product they were able to switch to? Yes. Was the patient able to successfully continue their therapy? Yes. Is the therapy life-sustaining? Yes. Did the patient experience missed doses/interruption in therapy? No. No further information provided.